Manufacturer narrative:
Device was received with power error due to non-sleep anomaly software error. Device passed the displacement test, sleep current test and active current test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the insulin pump from running. Customer blood glucose value was 117 mg/dl at the time of the incident. The customer assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The device will be return for analysis.